Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17jul2019. The manufacturer's technical services (ts) confirmed the reported issue and advised the customer to ensure that the bipap focus and the pc are within 5 minutes of each other. The error persisted, so the ts further advised customer to use the software/ rasp cable. The customer ordered the communication cable kit to make the necessary repairs. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that when they attempt to perform the real time clock calibration, the unit displays an unknown communication error. The customer reported there was no patient involvement. The event date was not specified, estimate used.